Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis while performing automated peritoneal dialysis therapy. The patient was not hospitalized for the event. The cause of the event was unknown. The patient was treated with amikacin 250mg once a day, (route and duration not reported) and vancomycin 1 g every 48 hours, (route and duration not reported) for peritonitis. Dianeal therapy remained ongoing. The patient's recovery status and outcome of the event were unknown. No additional information is available.